Manufacturer narrative:
The device evaluation has been completed and section h codes have been updated to reflect.

Event description:
It was reported that after a patient was placed on the cot, the legs collapsed causing the cot to drop down. A caregiver injured their back while preventing the patient from falling. As a result, the caregiver was placed on leave from work by a doctor. The patient did not experience any injuries or adverse consequences as a result of the cot drop.

Event description:
It was reported that after a patient was placed on the cot, the legs collapsed causing the cot to drop down. A caregiver injured their back while preventing the patient from falling. As a result, the caregiver was placed on leave from work by a doctor. The patient did not experience any injuries or adverse consequences as a result of the cot drop.